Manufacturer narrative:
The suspected user interface (ui) printed circuit assembly (pca) was returned to philips for failure investigation. The technician documented the following conclusion/root cause, "tech verified that with the temp install of the ui pca on the standard test bed (stb), that the stb powers on and operates without issue or error code, and no indication of unit losing power or powering down on its own. Product investigation lab (pil) tech verified that the unit passes all testing noted in test 1 and there was no indication of unit losing power, shutting down or powering on, on its own during testing. All main power nodes noted on the vent display and measured voltages were noted to be available and well within spec. The pil tech verified that the test unit was left in a powered down with power available status. The unit was left in this status for approximately 17 hours, and the pil test unit did not power on by itself. In regard to the display ui pca with the accusation of: the unit started up on its own has resulted in a no problem found."

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator powered on by itself. There was no patient involvement when the issue occurred. No patient or user harm was reported. The customer requested to have the device serviced. The device was evaluated, and the service engineer (se) reported that the issue was confirmed. The se noted that the user interface (ui) assembly required replacement. A quote was provided to the customer for repair.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was reported that the issue was confirmed. The se replaced the user interface assembly to resolve the issue. The device was checked, cleaned, and a run-in test, and functional test were performed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.